Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint for "foggy image" that was observed in the workshop, during inspection in the emea region involving pentax medical video colonoscope, model ec38-i10cl, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The cmos (complementary metal oxide semiconductor) chip must be replaced as part of the service repair.